Manufacturer narrative:
This report has been submitted on wed nov 14 23:46:22 est 2018 form 3500a through esg production system and "has been processed by the FDA". This report is being resubmitted with updated information.

Event description:
A soft tip cannula designed for vitreoretinal procedures has a silicon tip. A fragment of the silicon tip "fell off" intraocular during a vitreoretinal procedure. The surgeon was able to retrieve the fragment of silicon using a vitreoretinal maxgrip forceps. The silicon tip was removed without injury to the patient's eye.